Event description:
It was reported that during a gastric bypass operation, there were no problems with the first firing. Midway during the second firing, the gun stopped. The surgeon believes the battery stopped working. He used the manual release to retract the knife blade and opened a new gun to continue the operation. He didn¿t try the powered reverse button. He was using a green reload on gastric tissue at the time. The tissue wasn¿t excessively thick. There was minimal time added to the procedure. The rest of the case went on without incident. The patient developed a leak the following day ((B)(6)) and the surgeon had to return the patient to the operating room on (B)(6) to oversew the area of the leak. The surgeon reports that the patient is now stable.

Event description:
The surgeon using a continuous firing technique. The surgeon believes that the stapler malfunction did not contribute to the leak. It was in a different location from where the malfunction occurred.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with no cartridge reload loaded on the device. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.